Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced low blood glucose levels. The patient fainted in the bedroom and his friend called the paramedics. The patient's blood glucose level was 37 mg/dl on the patient's meter after he fainted. The paramedics treated him with glucose via injection. The patient was taken to the hospital and his blood glucose result was 40 mg/dl. The patient was treated with glucose via IV at the hospital. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.